Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. The event reported on this patient involves five separate products and associated with MDR 1225714-2014-01573, 1225714-2014-01574, 8030665-2014-00315, 2937457-2014-00642 and 1713747-2014-00207.

Event description:
It was reported by a user facility a patient experienced a cardiac arrest during treatment. Prior to the event; it was reported the patient was not feeling well and lost consciousness. The patient showed no response from the administration of normal saline bolus. The patient had no pulse and CPR was initiated. Emergency medical service was called, the patient was connected to a defibrillator, a heart rhythm was detected and no shock was administered. The patient was then transported to the hospital for treatment.